Event description:
It was reported that the patient has expired. It was learned that the implant duration was 0.07 months.

Event description:
An aneurx abdominal stent graft was implanted for endovascular treatment of a right common iliac artery aneurysm approx 53 months ago. It was reported that the pt presented to the ER with abdominal pain. An angiogram was done and showed a 6 cm diameter common iliac aneurysm; however, there was no sign of an endoleak on the angiogram. The decision was made to explant the stent graft. Upon explant there was a type 2 endoleak cross filling from the left hypogastric artery; however, this was not seen on the imaging (cta or angiogram). The explanted stent graft is retained by pathology at the hospital. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. The patient also had two other devices implanted; (B)(4). Additionally, the patient had a device (model 2700) explanted (after an implant duration of 135.3 months), which is being reported on a quarterly alternative summary report. Multiple attempts have been made (via phone and fax) to receive additional information regarding the reported event. However, the cause of death remains unknown. It was learned that an autopsy was performed, but the devices have been discarded. The device history record (DHR) review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.